Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report alleges the patient underwent hernia repair using composix kugel in (B)(6) 2008. Following the procedure, the patient had numerous complications and required multiple physician visits. Subsequently, the patient continued to have problems associated at the site of the hernia repair and inserted mesh, and experienced great abdominal pain. The patient underwent lysis of adhesions and excision of composix kugel in (B)(6) 2009. Although medical records were not provided the attorney alleges the patient developed and was treated for adhesions which is a known adverse event listed in the IFU. Additionally, the report does not identify a specific device issue and no product was returned for evaluation. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the patient: (B)(6) 2008 - the patient underwent surgery. A repair of a hernia was performed using a composix kugel mesh. (B)(6) 2009 - the patient was hospitalized, and underwent a laparoscopy with extensive lysis of adhesions and removal of mesh material. The attorney alleges the composix kugel patch used in the patient's hernia repair surgery failed, resulting in the serious injuries to the patient. The patient has suffered and will continue to suffer physical pain and suffering, impairment, disability, and disfigurement.